Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 5f sheath after an interventional ventricular tachycardia ablation procedure. Reportedly, the proglide device broke at the level of the foot, the distal guide remained in the patient anatomy. Surgery was performed to remove the distal guide and surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was a ninety minute clinically significant delay in the procedure due to the surgery. No additional information was provided.